Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 24-sep-2025, it was reported that a beta bionics ilet user experienced a hypoglycemic episode with a blood glucose value of 63 mg/dl after announcing a meal. The user managed the episode with fast-acting carbs, and glucose levels increased to 73 mg/dl by the end of the call. No outside medical intervention was required.